Event description:
Hmp double lumen 9 french port-a-cath placed in left internal jugular vein by radiology without complications. Cxr confirmed placement. Ten days later pt complained of discomfort left arm/upper chest; some arm edema noted. Port-a-cath was removed the next day by radiology due to a question of catheter leakage. The port-a-cath chamber and catheter were still attached at the time of removal. A new port-a-cath was placed without complications. Pt did not sustain any significant morbidity as a result of this event.